Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold surgery performed on (B)(6) 2015. According to the complainant, during the procedure, the needle got disconnected from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite with capio slim revealed that the dart on the blue with white stripe dilator is missing and was not returned. Both dilators are melted together which can occur if the account sterilized the device prior to return. Furthermore, analysis revealed no damage to the suture capturing device and the device works as intended. The break occurred outside the patient and visual analysis shows that there is no blood residue or tissue debris on the returned device indicating that the device was never placed inside the patient. Therefore, the assigned root cause for this complaint event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold surgery performed on (B)(6) 2015. According to the complainant, during the procedure, the needle got disconnected from the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.